Event description:
Boston scientific received information that this device was displaying shocking impedance measurements greater than 125 ohms. The pacing impedance and threshold measurements were within acceptable parameters. A revision procedure will be performed in the near future to assess the set screw and lead connection. No adverse patient effects were reported.

Event description:
------

Manufacturer narrative:
This device remains implanted and in service. When additional information becomes available, this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported allegation.